Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported, concerning a patient implanted for spinal pain, that end of service (eos) was reached. There was dissatisfaction concerning the longevity of the battery as they had it for less than a year. No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp) to discuss the longevity and replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.